Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-04530. It was reported that shaft hole occurred. The target lesion was located in the right coronary artery. A 4.00mm x 20mm emerge¿ balloon catheter was advanced to dilate the lesion but would not hold pressure. The device was removed and inflated outside the patient¿s body and it was noted that there was a hole in the shaft of the catheter causing contrast leakage. The physician used a new balloon catheter. A 4.00 x 32 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to treat the lesion. While trying to deploy the stent, the stent became dislodged from the balloon and would not pull back into the guide catheter or the introducer sheath. Eventually, the guide catheter, the balloon catheter and the stent were pulled back to groin level where it won¿t still come out. The physician then used a snare from the left femoral artery (lfa) to remove the devices. The procedure was completed with a different device. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the emerge balloon catheter. The hypotube and shaft were microscopically examined. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. Microscopic examination of the shaft and balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the shaft wall. The shaft was microscopically examined and a 2mm cut/perforation in the shaft wall 13.5cm proximal of the tip was revealed. Microscopic examination presented no irregularities in the shaft material that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-04530. It was reported that shaft hole occurred. The target lesion was located in the right coronary artery. A 4.00mm x 20mm emerge¿ balloon catheter was advanced to dilate the lesion but would not hold pressure. The device was removed and inflated outside the patient¿s body and it was noted that there was a hole in the shaft of the catheter causing contrast leakage. The physician used a new balloon catheter. A 4.00 x 32 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to treat the lesion. While trying to deploy the stent, the stent became dislodged from the balloon and would not pull back into the guide catheter or the introducer sheath. Eventually, the guide catheter, the balloon catheter and the stent were pulled back to groin level where it won¿t still come out. The physician then used a snare from the left femoral artery (lfa) to remove the devices. The procedure was completed with a different device. No further patient complications were reported.